Event description:
Health care professional reports a fiber leak noted by blood in the dialysate at the onset of a pt treatment. New disposables were used to continue the treatment without incident. The dialyzer was noted to be reused 2 times. No pt injury or need for medical intervention was noted.